Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure to alarm (caregroups) on their philips information center classic (pic). The device was not in use on a patient.